Manufacturer narrative:
This complaint was received via user report and has been reported to the swedish medical authority. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown if the customer noted a trend arrow on the device. As a result, the customer reported self-treating with carbohydrates and was later seen by a healthcare provider where unspecified treatment was rendered. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information, there was no report of death or permanent impairment associated with this event.